Manufacturer narrative:
Device analysis: the delivery device was disposed and the stent remained in the patient. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined. A CAPA has been initiated to address this issue.

Event description:
Same case as MFR# 2134265-2008-00346. It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis, myocardial infarction, and patient death occurred. The physician implanted two taxus stents of unknown size in an unspecified location. Approximately 14 months later, the patient was taken off of plavix to undergo stomach surgery to repair an abdominal aortic aneurysm. The surgery was completed without complications, but during recovery from surgery, the patient suffered a stent thrombosis which caused a myocardial infarction. Subsequent to this event, the patient died. Further information has been requested regarding this event but has not yet been received.